Manufacturer narrative:
Concomitant products: product ID 8711, lot# j11372r27, implanted: (B)(6) 2002, product type catheter. (B)(4). Analysis of the pump found gear train anomalies of the motor, specifically stall due to shaft-bearing and corrosion and/or wear and/or lubrication. Per pump analysis photographs, corrosion was present on gear wheel three. Residue and wear were present on the upper shaft of gear two. Slight residue was also present on the pinion. Residue was also present in and around the bore for gear two¿s upper jewel. Analysis of the catheter found no significant anomaly, the catheter was returned incomplete in segments.

Event description:
A patient death occurred on (B)(6) 2014 and their device system was returned to the device manufacturer. No further information was provided.